Event description:
Pt issue: we received an adverse incident report via the (B) (4) authored by the user facility. The incident report states that the pt underwent an acl repair with the use of a rigidfix x pin kit for femoral fixation. During the removal of the guide sleeves, a portion of the distal end of one of the sleeves broke off into the bone. The surgeon enlarged the incision site to access the removal of the fragment. This issue has not been previously reported to mitek. At this point in time, this is all of the info made available; query sent to affiliate asking them to garnish further detail and info.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.